Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h3. Correction: the subject device was evaluated by an olympus field service engineer (fse), therefore, d9 and h3 were incorrectly checked on the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source generated a b30-scope communication error when connecting a gastroscope and switching on the instrument in preparation for a diagnostic examination. This occurred before the procedure causing a fifteen minutes delay to change out the device. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. An olympus field service engineer, fse, performed an on-site repair and completely replaced the electrical connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.